Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) stopped compression was not confirmed during archive data review and during functional testing. Based on the archive data review, the autopulse platform did not perform any compression activity and no error message was recorded on or around the reported event date.the autopulse platform was powered on and off by the user, which is consistent with daily checks without any compression initiated or any error message occurred during the reported event date. Visual inspection of the returned platform was performed, and no physical damage was observed. During functional testing, the platform failed functional testing due to user advisory (ua) 41(patient temperature sensor failure) error message displayed upon power up. This observation is not related to the reported complaint. The root cause of ua 41 error was due to a defective temperature sensor caused by defective component or normal wear and tear. The autopulse platform was manufactured in 05 may 2015 and is over 5 years old. During archive data review, unrelated to the reported complaint, noticed multiple ua41 (patient temperature sensor failure) error messages in the archive. Based on the archive data, patient temperature sensor failure occurred with the sensors reading 127 °c. Waiting for customer's approval for service.

Event description:
During shift check, the user noticed that the lifeband was not correctly aligned during the compressions and the autopulse platform (sn (B)(6) stopped compressions all of a sudden after an unknown period. Unknown if there is any user advisory displayed on the autopulse platform. No device malfunction was reported on the lifeband. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4) ) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4) ) stopped compressions after an unknown period. Following this, the user noticed that the lifeband was not correctly aligned. Unknown if there is any user advisory displayed on the autopulse platform. The customer provided no further information. No patient involvement.